Event description:
The customer reported that the speaker malfunctioned. Further information received indicated that the speaker would not produce sound. There was no adverse event or patient harm reported.